Manufacturer narrative:
A customer alleged discrepant results between two sample collections for the same patient on different days of their quarantined stay using the cobas® sars-cov-2 assay. An investigation did not identify any product problem. The discrepancy is likely due to non-recommended sample collection practices given that the media type was only validated for agricultural samples. In addition, a sample near the limit of detection or the possibility that the patient was actually infected for a period of time could explain the discrepant results between samples. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer alleged the generation of unexpected discrepant results for a single patient during the use of the cobas® sars-cov-2 assay when compared to retest with the same assay. The original patient sample was negative for both targets but a recollected sample collected several days later generated a positive target 1 and negative target 2. The recollected sample was retested on the seegene competitor assay and again generated a positive result. According to the customer, the patient returned to (B)(6) from an overseas trip and was confined to quarantine as part of regulations during that stage of the covid-19 pandemic. Samples were taken on day 2 and day 10 of this quarantined stay which generated discrepant results. The customer hypothesized that the sample collection was insufficient. It was suspected that the patient may have been infected for some period of time as a recent infection would have produced results that generated high titer values. Although requested, no further information regarding patient history or test information is available. The samples were collected using emai media type which has only been validated for agricultural use. Furthermore, nose and throat specimens were combined in one swab which is not a recommended practice. According to the methods sheet: this test is intended to be used for the detection of sars-cov-2 rna in nasal, nasopharyngeal and oropharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system(uvt) and nasal swab samples collected in cobas® pcr media and 0.9% physiological saline. Testing of other sample types with cobas®sars-cov-2 may result in inaccurate results. It is unknown exactly how this non-recommended practice would have affected the results generated by the customer. A review of the data revealed slightly delayed ic values and no robust growth in either of the curves for the original patient sample. The recollected sample exhibited growth in the target 1 curve which is consistent with a sample that is generating low concentrations around the limit of detection (lod) of the assay. The ic value appears to be slightly delayed. To rule out any reagent contribution, an investigation into the kits used by the customer was performed which did not identify any product problem. Based on the totality of the data and information provided, the non-recommended media type and sample collection most likely caused the discrepant results as the tube was validated for agricultural use only and not designed for the collection of human viruses, nor more specifically, respiratory samples. Un-validated media types can lead to inhibition of the sample and produce unreliable results. In addition, review of the data suggests the recollected sample was near or below the lod which can result in wavering results upon repeat. Furthermore, the collection of two different samples is not recommended with the cobas® sars-cov-2 assay. The same customer experienced discrepant results with the seegene assay which were previously evaluated in an investigation ((B)(4)) that ruled out any product problem. This case is specific to the discrepant results generated only between the two different sample collection runs on the cobas ® sars-cov 2.